Event description:
It was reported that the product hardened too quickly or was too coarse in consistency after mixing as directed. The bottles of liquid contained an amount of crystallized agent on the cap. It was suspected that part of the liquid had evaporated or leaked.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). G2: foreign source: the netherlands. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a device design issue. A corrective action was previously initiated to address this issue. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.